Event description:
The customer reported that the system's touch screen keyboard would not work and the hard disk was causing the problem. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard disk drive was replaced and the keyboard and driver were configured, and the mda memory was checked. A part was ordered and needs to be followed up. No add'l service info was provided.